Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
A getinge-maquet service technician has investigated the involved transporter and found the following defect. The affected transporter can be used to transport either the mobile or table column or a table top with the patient on it. The handle of a selector lever on the transporter has to be moved to a down position to transport a table top and to an up position to transport a column. The column and the table top are picked up by the transporter at 2 interfaces each. The 2 interfaces for picking up the column are switched to the right state by operating the selector lever. One interface is connected directly to the selector lever. The second interface is connected to it via a bowden wire. The service technician discovered that this bowden wire was ripped. This led to the following. The directly connected interface was in the right position to transport the table top and the second interface was in the right position to transport the column (false position for table top). When the user tried to transfer the table top to the transporter this resulted in the column being partly lifted off the floor. When the patient was moved for transfer, the column came down and caused the described accident. In the initial report the or table column 115001c0 with serial number (B)(6) was stated as affected product. After receiving new information concerning this incident, it became obvious that a malfunction of the transporter 114660b0 with serial number (B)(6) has caused this incident. That is why the product was changed from the or table column 115001c0 to the transporter 114660b0. We assume that the affected bowden wire has ripped due to wearing. The affected transporter has been in use for more than 13 years and the affected bowden has not been claimed before for the affected transporter. The correction of d1 brand name, d5 version or model #, d5 catalog #, d5 serial#, d11 concomitant products and h4 manufacture date fields deems required. This is based on internal evaluation. Previous d1 brand name: alphamaquet mobile or-table column corrected d1 brand name: transporter. Previous d5 version or model #: 115001c0. Corrected d5 version or model #: 114660b0. Previous d5 catalog #: 115001c0. Corrected d5 catalog #: 114660b0. Previous d5 serial#: (B)(6). Corrected d5 serial#: (B)(6) previous d11 concomitant products: 114660b0, transporter. Corrected d11 concomitant products: 115001c0 alphamaquet mobile or-table column. Previous h4 manufacture date: 06/15/1998. Corrected h4 manufacture date: 07/15/2007.

Manufacturer narrative:
At the time of this report the investigation is still ongoing. When the investigation is complete the report will be updated and a follow up medwatch will be submitted. The full event site name is: (B)(6).

Event description:
The following was reported to us. During a patient transfer a part of the tables base was lifted off the floor. A nurse stuck her or his foot under the lifted table base. When the tables base came back to the floor again, the nurses foot was squeezed. The transporter 114660b0, serial number (B)(4) was used for the transfer. A defect of this transporter contributed to the accident. An x-ray was performed on the foot. The result of the x-ray was that no bone was broken. The nurse got pain medication and a splint for the injured foot. The toes were bruised. Manufacturer reference# (B)(4).